Event description:
Reporter stated his handheld computer has been "freezing up" since the 7.1 update, indicating a possible software malfunction. The handheld computer was returned for analysis without the flashcard due to the site wanting to keep the pt programmed data. Product analysis of the dell axim handheld computer and installed version 7.1 software were completed. There were no observed anomalies with the version 7.1 software in the handheld computer. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.